Event description:
A positive advia centaur hav igm result was obtained for samples from one patient. The patient sample was tested by an alternate method and the result was negative. The patient sample was also tested at a reference laboratory with pcr testing and the result was negative. Treatment with cyclosporine was delayed. There was no report of adverse health consequences due to the discordant hav igm results.

Manufacturer narrative:
The cause for the discordant hav igm results is unknown. The instrument is performing within specifications.no further evaluation of the device is required.expiration date for lot # 154 is 07/11/2013.